Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 70 months ago. The vessel and aneurysm morphology at the time of implant was unk. Currently the vessel morphology was reported as the aortic neck has moderate to serve angulation, 60 degrees or greater and the diameter at the renal arteries was 30 mm. There is continued disease progress with aortic neck dilatation. It was reported that the pt returned for a routine follow up. The routine follow-up CT demonstrated that the stent graft has migrated distally 17 mm to 20 mm with a proximal type I endoleak present. The pt was treated on with an endurant aortic cuff and the migration and type 1 endoleak were resolved. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (migration, endoleak). Results/conclusion: (disease progression with aortic neck dilatation).